Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The customer reports that the cement hardened too quickly

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: DHR and complaints reviews cannot be conducted without lot identification details. Information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.